Event description:
It was reported that the patient experienced inapropriate shocks caused by device to device interaction stemming from noise. The patient had concomitant pacemaker and ICD implanted. Both systems were removed as a result of this event. Egm strips indicate that the patient was being vpaced at the lower programmed rate of 40 bpm. This was followed by an intrinsic rate of 100 bpm. The rv lead connected to the pacemaker oversensed noise in the rv chamber and pacing was inhibited. This lead was capped. The ICD began pacing because it did not see a pacing signal. Then a vf detection occurred due to noise and an inappropriate shock was delivered. The two high voltage epi patches were non-medtronic and were capped. No further patient complications were reported as a result of this event.